Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not opening and shows failed to stay as close. A field service engineer found that the magnet was missing from inseparable due to the error message. The field service engineer removed the drawer, replaced the inseparable magnet, and the drawer was tested with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer stated there was no delay, but the malfunction happened during the dispensing, the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.